Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 27-sep-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for cg4+ cartridge lot m24076.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 15-aug-2024, abbott point of care was contacted by a customer regarding I-stat cg4+ cartridge that yielded a suspected discrepant lactate result on a patient. There was no patient information available at the time of this report. Method, date, collected, tested, ph, pco2, po2, so2, lactate, sample: I-stat, (B)(6) 2024, ni, 06:08, 7.29, 51.90 mmhg, 15 mmhg, 16.0%, 0.7 mmol/l, a; opti cca-ts2, (B)(6) 2024, 07:00, 07:20, 7.32, 38 mmhg, 86 mmhg, 96%, 1.71mmol/l, ni. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.